Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number" (B)(6). Field service specialist visited account and problem was confirmed. The red error message was caused by damaged beam steering module, the joystick was damaged as well. They replaced joystick and the beam steering module to correct the slit problem. System tested and calibrated to amo specification. The joystick and slit problems were solved all pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported "slit blocked" red error message in system and joystick is not working. During follow up with the account on (B)(6) 2015 they reported the error occurred during the treatment while laser was firing. As a result the patient had to return to the center to finish the treatment after the system was repair which was on a later date.